Event description:
It was reported that when the device was used during a gastric bypass procedure, the physician used the stapler to attempt to seal the previously divided bowel. However, the stapler misfired and the staples did not close the bowel. It is stated the pt became infected and continues to suffer complications.